Manufacturer narrative:
A partial lead connector and the distal portions of the lead were returned in two pieces. Electrical testing was performed and found no anomalies. The reported event could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The lead showed oversensing episodes and there were periods where the patient did not receive therapy. This was reproduced during testing. The lead was replaced. Additionally, the right atrial and left ventricular leads were explanted as they were tightly bound together. No anomalies were noted with the reported lead. The patient is in stable condition.